Manufacturer narrative:
H6-code b01 and c19: a delivery catheter without endoprosthesis was returned for evaluation. The engineering evaluation summary states the following: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The cause for the complaint cannot be determined; however, the undeployed balloon cover and missing stent partially matches the description of events. Complaint states ¿¿imaging showed that the endoprosthesis slightly detached from the balloon. However, the endoprosthesis was reportedly still on the delivery catheter inside the sheath. Then the physician withdrew the vbx device from the patient together with the sheath as a unit.¿ the device was returned with stent fully detached and stent itself not returned. Device was also completely withdrawn from introducer sheath. Without the stent being returned, all reported failure modes, bent sticks in the introducer sheath/valve during removal, difficulty with insertion of delivery system through the introducer sheath/valve/catheter and stent stacked/etc. Cannot be confirmed. Even if the stent had been returned, confirmation is not likely as an attempt at replicating the incident to further understand the failure could not be pursued because the state of the device is no longer representative of how it would have been received by the user. Catheter damage noted was slight and would not have contributed to complaint or failure mode. Based on supplier controls, in-process inspections, and the available complaint information, a root cause cannot be established.

Manufacturer narrative:
Cause investigation and conclusion a review of the manufacturing records indicated the device met pre-release specifications. The device was requested to be returned to w. L. Gore & associates for investigation. The product evaluation summary states the following: the observations were made directly on the returned device in addition to device photos captured during evaluation. The device was returned with endoprosthesis fully detached. The endoprosthesis itself was not included with the returned materials. The balloon cover was undeployed, indicating that deployment has not been attempted. Vbx delivery system was completely withdrawn from introducer sheath. Neither the timing nor the mechanism of the reported slight displacement could be established with the information available. Without the endoprosthesis being returned, the reported complications of resistance during tracking within the introducer sheath, failure to advance, and vbx device stuck inside the sheath, could not be independently confirmed. Even if the endoprosthesis had been returned, confirmation is not likely as an attempt at replicating the incident to further understand the failure could not be pursued because the condition of the vbx device (no endoprosthesis) was no longer representative of the condition at the time of the complaint and because laboratory testing cannot 100% replicate the conditions experienced in vivo (i.e., patient anatomy, procedural conditions) the physician was requested to further clarify the event and the present location of the endoprosthesis. He responded that he has discarded the endoprosthesis together with the introducer sheath. No further information was provided to gore. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause.

Event description:
The patient presented with a stenosis of the right common iliac artery that was treated with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Access was gained via the right groin. A 7 fr brite tip¿ interventional sheath (401-711 m, cordis) and a 0.035" stiff guidewire (terumo) were use for tracking the vbx device. Reportedly, there were no observations of damage to the device or the accessory devices before use. It was reported that the physician inserted the vbx device over the guidewire into the valve the sheath with no issue, but reportedly he experienced resistance during tracking of the vbx device within the sheath. Eventually the vbx device would not advance further. It was reported that then the physician attempted to withdraw the vbx device through the sheath, but the vbx device was stuck inside the sheath. It was further reported that imaging showed that the endoprosthesis slightly detached from the balloon. However, the endoprosthesis was reportedly still on the delivery catheter inside the sheath. Then the physician withdrew the vbx device from the patient together with the sheath as a unit. A new sheath and a new vbx device were used to successfully complete the procedure. It was reported that the procedure was prolonged by a couple of minutes with no impact to the patient, and that the patient is doing well.

Manufacturer narrative:
The patient identifier was requested, but was not provided. Therefore the gore case reference number was used as the patient identifier. Codes b14 and c19: a review of the manufacturing records indicated the device met pre-release specifications. Codes b01 and c21: a delivery catheter without endoprosthesis was returned for evaluation. The evaluation of the delivery catheter is anticipated but has not yet begun. Code b13: requests were forwarded to the physician to clarify the location of the endoprosthesis, and xray images showing the reported issue have been requested for evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.